Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) for the reported lot number found no issues in visual and physical samples inspected. There were no manufacturing or inspection anomalies. There were 30 samples submitted for evaluation. All 30 samples were tested, and the reported condition could not be confirmed. The exact root cause could not be determined based on available information and the reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield stall or locking failure and hinge pull test. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This complaint will be used for tracking and trending purpose.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the needle did not perform correctly during a nurse training. The safety feature did not remain engaged.